Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the endoscopic ultrasound of the liver, the physician did another pass for liver biopsy and the orange hub broke off of the needle. It broke off where the orange tip was. The customer did not keep the needle as they cannot hold on to "sharps." The item was a sharp and was disposed of in a sharps container for safety. The patient was prepped for the procedure and was under anesthesia, no medical intervention was done, and the procedure was aborted, but no repeat procedure was performed. There was no patient and user injury.